Event description:
Related manufacturer reference number: 2017865-2022-09816. It was reported that the patient presented to a scheduled procedure. Prior to the procedure, the right atrial and right ventricular lead exhibited noise leading to over-sensing and pacing inhibition. Programming changes were performed. The patient was asymptomatic and in stable condition.